Event description:
It was reported that the patient was told by their health care provider (hcp) to call the manufacturer for assistance with their patient programmer. The patient was not being able to adjust stimulation and the inability to adjust may be due to pocket swelling. The patient was not able to establish communication with implantable neurostimulator (ins) due to a lot of swelling. The next day the patient and their caretaker were getting the poor communication screen. The caretaker removed the patient's bandage and then they were able to pull up information. Removing the bandage solved the issue. The patient had pain in their urethra and this was why the patient had the operation and they always had urethra pain. It was because of this pain that the patient couldn't urinate. The patient went from 0.7 to 0.8 on program 1. Follow-up with the patient¿s hcp indicated that the patient had a pre-existing urethral pain. The patient programmer was used incorrectly and so stimulation could not be adjusted and this was due to patient error. There were no abnormal impedance measurements. There had been ¿multiple¿ episodes of reprogramming since the device was set too low an d there was a loss of efficacy. The patient had improvement of urinary retention during the stage 1 test with loss of efficacy after stage 2. There was no patient injury and the patient did (B)(4) hospitalization. It was further reported that the patient had the stimulator for both their bladder and bowel, but it was mainly for their bladder. The patient had never used the stimulation and turned it off shortly after they got it because, they could never get the hang of it. The patient lived on percocet and ER visits for morphine shots for their bladder symptoms. The patient was in pain right now and was considering taking a cab to the ER right now. The patient just took their second percocet and they didn¿t see their psychiatrist until 2015 (B)(6). The patient missed an appointment with their managing hcp¿s office and they decided to discharge the patient. The patient didn¿t recall when that happened and they felt they might have not been able to call and cancel their appointment at the time. The last time the patient went to the ER was on (B)(6) day and they gave the patient a shot and then something to put in their vagina and they didn¿t think it was working well. The medication was for a yeast infection and the patient¿s hcp reviewed that dysuria was diagnosed and with ¿ici¿ and some of the time they had bladder infections and also constipation. Two nights ago the patient decided they were going to take a walk to see if that would help with the pain and it took the pain away, so the patient did it again last night and it helped a little bit and then went shopping today and it hadn¿t helped. The patient wanted to see if it would help with their bowels. The patient had taken 2 percocets since they got home. The patient went to the ER and had a hcp who had their arms folded and said they weren¿t going to do anything and discharged the patient. The patient appreciated the compassion and saw a hcp on (B)(6) day and was told to get off the pain medications. The patient lived by themself and tried to do a lot and they had a urologist, a gynecologist, and a physician. The patient would have an appointment with their physician on 2015 (B)(6). The pain returned 2 days after the ER visit on (B)(6) day and the patient thought they had a new leaseon life. The patient had a sonogram and a vaginal examination where they checked to see if they had a bladder infection and this was before christmas. The patient was supposed to have a colonoscopy on 2014 (B)(6) and had to cancel it because they weren¿t sure they could go through it. The patient had the pain before implant and it started about 3 years ago and had been on and off ever since. The patient wanted someone to show them how to use the programmer when they had their wits about them. The patient had located their programmer and they weren¿t feeling well. The patient was having a hard time focusing because of the pain right now and could call back. The patient was thinking about going back to the ER or for a walk a little bit to see if that helped or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va03l5p, implanted: 2013 (B)(6); product type lead. (B)(4).